Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A literature article reported that a patient experienced zonular dehiscence leading to cortex loss into the vitreous cavity. A primary vitrectomy was performed. A secondary procedure was done to remove the cortex and to place the intraocular lens (iol) in the sulcus. There are multiple related reports associated with this literature article. This report addresses patient two and other manufacturer reports will be filed.

Manufacturer narrative:
After review of reported event as well as related literature, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The customer reported events could not be confirmed. The root cause of the reported events could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.2.. There is no exact event date. The literature article event dates took place from july 01, 2012 to august 31, 2017. Literature article is attached to this report. The manufacturer internal reference number is: (B)(4).